Manufacturer narrative:
Additional information received; the implant date was confirmed the date the rupture occurred was confirmed and the date the event was reported to the mdt representative was confirmed as (B)(6) 2019. It was reported that the reason the event was thought to be anatomy related was due to a narrow distal aortic diameter, along with moderate tortuosity in the right common iliac. Updated film evaluation summary: the cause of the aaa rupture reported 4 weeks after implant could not be determined from the pre-implant CT¿s returned. Images during implant were not provided. Lack of returned angiography images including films showing the small blush reported at the conclusion of the implant, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source/cause. Post-implant CT¿s were also not available for review. It is possible that the endoleak seen at implant may have contributed to the aaa rupture. This reported blush may have been an acute type IV blush endoleak caused by fabric porosity, which more than likely would have self-resolved soon after implant. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this potential acute type IV endoleak. The pre-implant CT¿s revealed that the patient had a short length neck ranging in diameter from 23 ¿ 22mm. It is possible that oversizing of the bifurcate, implanting a 32mm bifurcate into the 23mm diameter neck, may have led to the potential for stent graft infolding and a proximal type I endoleak which may have been exacerbated by the short neck length. The rupture may have also been due to a pre-implant/unknown patient condition, since it was reported that the patient was hospitalized during the 4 week period following implant. The device cannot be ruled out as a potential root cause. However, the explanted device was discarded; therefore, a comprehensive analysis of the explanted devices could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: etcf3232c49ee, serial/lot #: (B)(4), ubd: 29-may-2020, UDI#: (B)(4); product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: 10-apr-2021, UDI#: (B)(4); product ID: esbf3214c103ee, serial/lot #: (B)(4), ubd: 15-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 58mm abdominal aortic aneurysm on an unknown date. It was reported that four weeks post the index procedure, whilst the patient was hospitalised for recovery from the procedure, rupture of the stent graft occurred. A complete explant of the devices occurred on an unknown date and the devices were replaced with a non-mdt device. As per the physician, the cause of the event was anatomy related. It was noted that a small blush had been observed at the end of the index procedure and it was questioned if this caused the rupture and therefore explant of the devices. No additional clinical sequelae were reported and the patient will be monitored.